Event description:
During a follow-up, there was oversensing on the right ventricular channel. The patient was enrolled in merlin.net to be monitored and was stable.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, there was oversensing on the right ventricular lead. The patient was stable. Further information has been requested but not yet received.